Event description:
It was reported that patient underwent total knee arthroplasty (B)(6) 2012 utilizing signature guides. During the procedure, the distal femur cut was in a valgus position, the femur in respect to the bone was in high flexion. The surgeon recut the distal femur to correct the flexion of the component. As a result, the patient was left in a valgus position.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Supplier's evaluation of event was limited to review of planning and procedures as the device has not been returned to date. Supplier confirmed that surgeon approved plan that was used to manufacture the guides. Guides were manufactured according to plan and met specification.

Manufacturer narrative:
Supplier has completed a review of the image quality, segmentation, planning, and guide design for this case. Root cause of the reported incident could not be determined.